Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. A clinical investigation was performed and it was noted that the user experienced a cough that could not be traced solely to the soclean device. The user had a prior diagnosis of covid-19 that resulted in a cough. Additionally the user also has a history of seasonal allergies that present with a cough.

Event description:
Customer reports a cough with md intervention requiring steroids, zyrtec and an inhaler.